Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery became very hot during charging resulting in scorched marks on the pump usb port. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to alternate insulin therapy.